Manufacturer narrative:
It was reported that the inner tab of the trial femoral head 40 s/+0 was broken. As noticed during field inspection, there was not patient involvement. The product, which intent use is in treatment, was not returned for investigation and no batch number was communicated. The reported failure can therefore not be evaluated. No batch record review could be performed. A complaint history review reveals several complaints which reported a similar failure of the device. Nevertheless the available information for this case is insufficient to fully investigate the reported issue. No statement can be given whether the specifications were met. Furthermore no contributing factors can be named. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. Based on the available information a thorough investigation cannot be conducted and the root cause of the reported issue remains undetermined. A relationship between reported event and device can not be confirmed. No further actions have been initiated. If the reported device or additional information become available, this investigation will be reopened.

Event description:
It was reported that the inner tab of the trial femoral head 40 s/+0 was broken. As noticed during field inspection, there was not patient involvement.